Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The rotablator was received in good conditions. The console and a gold foot pedal were tested using a functional generator. The device operated in typical operational speeds. The foot pedal functioned properly, readily activating/deactivating the rotation and switching the console between turbine and dynaglide modes. The rotablator meets specifications for the functional testing.

Event description:
It was reported that the rpm display was faulty. A rotablator console selected for use. During the procedure, it was noted that the rotational spin display on the rotablator console was faulty. The procedure was completed with another of the same device. There were no patient complications reported.

Event description:
It was reported that the rpm display was faulty. A rotablator console selected for use. During the procedure, it was noted that the rotational spin display on the rotablator console was faulty. The procedure was completed with another of the same device. There were no patient complications reported.